Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station did not power on at all, remained on the blue startup screen and failed to launch the pyxis es program. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system did not turn on. The technical support specialist confirmed that the customer resolved the issue by rebooting the system and unloading then reloading all drawers. The customer was able to get all cubies to release and replace. After replacing the cubies and testing multiple times, the issue appeared to be resolved. The unit came back online and is now fully operational. The system functioned as intended after the customer resolved the issue.